Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000325013 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the silicon boot peeled away from the vasoview hemopro vh-3500 jaws. No issues with inserting the device. No resistance. The pa says they were able to grab the piece(s) that had peeled into the tunnel. It was close to the incision so the pieces were retrieved by pickups and the device itself. No additional incisions or procedures. They were able to finish the harvest using the same kit. 3-5 minutes delayed. No patient effects.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.